Manufacturer narrative:
The service company representative inspected the device at the medical facility and found no abnormalities. It is thought that the insertion of the endoscope was difficult due to adhesion, and that the intestine had become fragile, and that the insertion caused a perforation due to the load involved. This is generally known to be a complication associated with endoscopic examinations. The UDI# listed in d4 is the UDI# for the country where the event occurred and is different from the UDI-di in the united states. The UDI-di for this product in the united states is (B)(4).

Event description:
Endoscopic retrograde cholangiopancreatography (ercp) was performed on patients who had undergone intestinal reconstruction surgery at medical facilities outside the united states. After about 90 minutes from the start, a perforation occurred. The patient underwent surgical treatment. The physician commented that the perforation was caused by the strong adhesions and fragile intestinal tract.